Event description:
User facility reports a reuse tech was exposed to renalin cold sterilant fumes. The event occurred when the tech opened the containment bag over the sink to remove sterilant that was present in the bag. Fumes were sufficient to cause nausea. Chief tech at facility states problem due to excessive heat during storage. The excessive heat at storage pressurized the container forcing renalin through the vent cap and into the containment bag. Product labeling indicates storage temperature below 75 degree f.